Event description:
Per the audiologist, the patient reported a decrease in sound quality when using the cochlear implant system over the last year. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple anomalous, and open circuit electrodes. Explant/implant surgery plans had not been reported at the time of this report filed.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2008 and the patient was reimplanted with another device during the same surgery. This report if filed (B)(4) 2013

Manufacturer narrative:
This report is filed july 30, 2013.

Manufacturer narrative:
This type of event is addressed in the device labeling.